Event description:
It was reported that there was an elective replacement indicator (eri) message. The other, left implantable neurostimulator (ins) was working but the right ins was not working. This was noticed on the date of this report. The patient was getting a replacement in about a month following the date of this report due to normal longevity. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: 2011-(B)(6), product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: 3387s-40, lot# v585792, implanted: 2 011-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. Product ID: 3387s-40, lot# v556377, implanted: 2010-(B)(6), product type: lead. (B)(4).